Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported that on (B)(6) 2019 he received higher readings from his adc freestyle libre sensor than readings received on a competitor¿s meter and provided the following results: sensor: 325 mg/dl vs meter: 61 mg/dl and sensor: 236 mg/dl vs meter: 86 mg/dl. Customer administered an unspecified amount of insulin but then began to experience ¿sweating and lethargy¿ and then lost consciousness. A non-hcp treated customer with grape sugar and juice. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019 he received higher readings from his adc freestyle libre sensor than readings received on a competitor¿s meter and provided the following results: sensor: 325 mg/dl vs meter: 61 mg/dl and sensor: 236 mg/dl vs meter: 86 mg/dl. Customer administered an unspecified amount of insulin but then began to experience ¿sweating and lethargy¿ and then lost consciousness. A non-hcp treated customer with grape sugar and juice. No additional treatment was reported. There was no report of death or permanent injury associated with this event.